Event description:
It was reported that a patient had a previous diagnostic cath and was transferred same day to this medical facility for an interventional procedure to treat the left anterior descending (lad) coronary artery. A 6f indwelling sheath was in and the physician performed the sheath exchange. The guidewire was inserted into the sheath and the physician experienced difficulty passing the guidewire due to the patient's anatomy. Fluoroscopy was performed and the indwelling sheath had a kink. The physician engaged to remove the indwelling sheath and exchanged it with the 6f engage hemostasis introducer sheath. Once the engage was in place, the physician was unable to aspirate and fluoroscopy confirmed that the sheath had kinked up upon itself. Multiple wires were used to straighten the kink as well as a 4f dilator, but attempts were unsuccessful. Final fluoroscopy showed that the last guidewire used had caused a hole in the sheath and the patient was sent to vascular surgery for removal. The physician did not think it, event was related to the sheath performance, but rather patient anatomy.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the event could not be conclusively determined; however, the physician stated that the patient's anatomy was at fault and not the introducer. Three radiographic paper print images were received with the complaint. The images revealed an indwelling sheath in a lower extremity vessel. There were no identification markers on the images. Two of the images revealed the sheath to be kinked and twisted within the patient's vessel. The third image showed a guidewire exiting the sheath at the location of the sheath bend. The engage introducer sheath instructions for use (IFU) states individual patient anatomy and physician technique may require procedural variations. The engage introducer sheath instructions for use (IFU) states that this device should only be used by physicians thoroughly trained in the technique of angiography and/or the use of catheter delivery systems.